Event description:
Information received indicates the caster would continue to swivel after the brake was engaged.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.